Event description:
The pt's age was unk, but was a male. The target lesion was the proximal through distal lcx. It is unk if the lesion was a de novo, but was heavily calcified and highly tortuously. There was 99% stenosis. Femoral approach was chosen for the procedure. The lesion was crossed with a gw (sion) and pre-dilation with a bc (sapphire, 2.25/15mm) was conducted for several times. Then cypher (3.0/33mm: complaint product) was delivered to the target lesion, but it became stuck proximal to the target lesion. Therefore, the cypher was retrieved from the patient once and re-delivered by the buddy wire using an additional gw (runthrough) to the target lesion, but it could not be delivered. Eventually, the physician tried to retrieve the cypher, but there also was difficulty pulling back the cypher into the gc. Consequently, the cypher was removed with the gc (brite tip 7f jl4) as a system from the patient and a proximal strut of the stent was confirmed to be flared. To finish the procedure, a new cypher (same size) was implanted at the target lesion without issues. The procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis due to the patient's infectious disease (B)(6). The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
The product(s) are not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint and confirmed that the device(s) met quality requirements for product acceptance. According to the IFU, should any resistance be felt at any time during either lesion access or removal of the sds pre-stent implantation, the system should be removed as a single unit. When removing the sds as a single unit, do not retract the delivery system into the guiding catheter or sheath. Failure to follow stent/sds removal instructions and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or sds components. Review of the information provided, there are possible vessel characteristics that may have contributed to the tracking difficulty experienced trying to deliver the product to the lesion. Additionally, there are procedural factors that may have contributed to the withdrawal difficulty and subsequent proximal stent strut uplift reported. (B)(4) cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).